Manufacturer narrative:
As reported in a research article, complications from having a valve-in-valve to replace a mechanical heart valve included bleeding, pacemaker implant, atrial fibrillation, renal failure, paravalvular leak, coronary obstruction, hospitalization, and replacement of the device. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 3001883144-2021-00010. The article, "transcatheter and ministernotomy aortic valve replacement after bioprosthetic valve failure" was reviewed. The research article is a retrospective single center experience to report patient's undergoing transcatheter valve-in-valve implantation(tviv) and minimally invasive re-operative aortic valve replacement (miravr) after bioprosthetic valve failure. Epic, biocor, trifecta and mechanical valve (abbott), sapien, sapien xt, sapien 3, carpentier edwards perimount(edwards lifesciences), corevalve, evolut r, and evolut pro(medtronic) and sorin valves were associated with the study. There is no allegation of malfunction of the abbott device. The article concluded that despite being at higher-risk, patients undergoing tviv had reduced rates of permanent pacemaker implantations and atrial fibrillation, and a shorter hospital stay as compared to miravr. The primary author and corresponding author is vishal n. Shah do, lankenau institute for medical research, wynnewood, pennsylvania, USA with the email shahvn33@gmail.com.